Manufacturer narrative:
The dates of the events are unknown; however, according to the article the study period was from june 2007 and june 2017. For this reason, the first day of the reported study period (01-june 2017) was used as the occurrence date. This is literature reported events with no indication of device explants. This is one of three manufacturer reports being submitted for this case. Please reference manufacturing report number 2015691-2023-10715 and 2015691-2023-10716. Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the thv procedure and the use of the edwards thv devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef <30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as no relevant patient or procedural factors were provided. However, the event may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Literature reference: eschenbach, lena k et al. ''Stroke after transcatheter aortic valve replacement: a severe complication with low predictability.'' Catheterization and cardiovascular interventions : official journal of the society for cardiac angiography & interventions vol. 99,6 (2022): 1897-1905. Doi:10.1002/ccd.30143. This is literature reported events with no indication of device explants.

Event description:
As reported by our affiliates in germany, through the review of the medical article: "stroke after transcatheter aortic valve replacement: a severe complication with low predictability", corresponding author lena k. Eschenbach from the german heart centre munich, complaints were identified. A total of 1919 concomitant patients underwent tavr in a single center from june 2007 and june 2017. Pre-, intra-, and postprocedural data were collected prospectively in a database and analyzed retrospectively. Stroke and tia were documented according to the valve academic research consortiumii criteria. The following events were identified: nine patients that underwent a tavi with a sapien 3 valve, presented a stroke/tia within the first 30 days after procedure.